Event description:
It was reported that the user experienced low blood glucose while using the ilet and had been announcing multiple meals to correct prior hyperglycemia (333 mg/dl), which led to overtreatment and subsequent hypoglycemia (64 mg/dl). Symptoms included hyperglycemia and hypoglycemia. Outcomes included self-treatment with oral carbohydrates, stabilization of glucose to 117 mg/dl, and no hospitalization. Investigation included review of available device reports and user education on appropriate meal announcements and hypoglycemia treatment. Investigation of this case revealed user-induced hypoglycemia associated with using meal announcements as a correction method, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user behavior leading to hypoglycemia from overtreatment of hyperglycemia.